Manufacturer narrative:
Unit had no button response due to corroded keypad traces. The pump did not react on its own. No number ramping or scrolling screens noted. Unit had a discolored end cap sticker. Unable to perform the displacement test due to button/keypad anomaly. Keypad overlay had weak adhesive bond at location

Event description:
The customer reported via phone call that the insulin pump buttons are stuck. Customer's blood glucose was 167mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.